Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification of a reported issue with the v-care, medium cup, item # 60-6085-201a, lot # 201809241 that occurred during a total laparoscopic hysterectomy (with bilateral salpingo-oophorectomy omental adhesiolysis) on (B)(6) 2019 via a medsun report (B)(4) medwatch form 3500a and subsequent report of the same issue directly from the facility. It was reported that during the procedure a vcare uterine manipulator was placed in the uterine cavity and the device was manipulated with movement by the surgeon. The device kept the uterus intact with no issues until the end of the case. It was clarified that after approximately 1 hour, the v-care cervical and vaginal cups broke apart and fell off the manipulator shaft. The balloon remained intact with no issues reported with it. The surgeon removed all v-care pieces manually with forceps. No pieces were found to be broken off or splintered. The procedure involved a (B)(6) year old female, weighing (B)(6) lbs. It is indicated that there was no injury or impact to the patient, no additional medical intervention or hospitalization was needed, and the patient is home. The procedure was successfully completed by removing the uterus vaginally with forceps as planned with no delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The complaint is confirmed. One 60-6085-201a was received in opened original packaging, the reported catalog and lot numbers were verified. A visual inspection found that the uterine balloon, cervical cup, vaginal cone, and shrink sleeve were all detached from the device. The visual inspection found that the uterine balloon was folded over on itself. The manufacturing documents from the device history record (DHR) have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows a total of two (2) complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 14 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame 472,168 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user: -that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. -do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. -vaginal delivery of a large uterus may result in patient injury. Methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. -upon removing the v-care, the surgeon should visually inspect the v-care device and the patient, to make sure that the entire v-care device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/ components to the v-care cervical elevator retractor. These are 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.